Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus new zealand limited(oaz). Oaz found the following on the subject device. Leakage from the insertion part. Insulation failure at the insertion part. Bending angle is out of specification. A rubber adhesive chipped. Peeling off the coating on the insertion section. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Physical stress or chemical stress (such as the use of water-insoluble drugs) was applied to the subject device. Aging deterioration of the subject device by poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays / ozone, same area as chemicals, gas generation area and so on.)

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection of the device, it was found the the coating of the insertion tube had been partially peeled off. Leak from the distal end of the device was also found. There was no report of patient injury associated with this event.